Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device failed the trigger for fwd/rev mode check at pretest that it ran continuously (step # 110) and would not stop when bottom trigger was released. It was further determined that the upper trigger was binding/stuck and the device failed the power with test bench check (step #140); specification is min, 110 to 160w, actual reading was 87.48w. During repair, it was observed that the upper trigger was stuck, the bottom and top triggers were corroded, there was an unknown debris on the motor, press pin was stuck in the cover sleeve and ball bearing was corroded. The assignable root cause for these issues was determined to be due normal wear and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the stop button on the compact air drive device failed to work. According to the report, the device would not stop working when the stop button was pushed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.